Event description:
The customer reported that the device stopped opening during the procedure. There was no injury to the patient. .

Manufacturer narrative:
(B)(4). The complaint sample was received for evaluation. The jaws opened and closed normally using the handle. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.